Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer followed instructions to remove the cartridge, deliver a 9-unit bolus, and attempt reloading, but the cartridge alarm recurred. Technical support assisted in sending a replacement pump and a new cartridge. Additionally, customer will utilize multiple daily injections (mdi) as backup therapy to continue insulin delivery and was informed about receiving a pump with updated software. Customer agreed to return the problematic pump to tandem.